Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via social media of issues with high blood glucose levels. The customer states their sensor was reading 93mg/dl. The customer states their actual level was 471mg/dl. Troubleshoot was not conducted at this time. No further information provided.